Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant this lead displayed a rise in thresholds and intermittent loss of capture (loc). Exit block was suspected to be the cause as the lead was reported to have still been in the same position. The patient was seen for a revision procedure where the lead was repositioned. There were no adverse patient effects reported. The lead remains in service.